Manufacturer narrative:
(B)(4). The device was discarded. The lot number is unknown therefore a batch review will not be conducted. If additional information becomes available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during drain 3 of 4 on the homechoice. The home patient (hp) was connected at the time of the alarm and had not disconnected prior to the alarm. All clamps were closed on the unused supply lines and nothing unusual was noted with the supplies being used. The cause of the alarm was undetermined. The tsr advised the hp to discard supplies and either finish with a manual or start over with new supplies. There was no patient injury or medical intervention reported.